Manufacturer narrative:
Investigation: visual inspection revealed that the shaft tip shrink tubing was shifted and covering the jaws, exposing the pins. The shaft tip was bent somewhat. There was some evidence of blood. Based upon the visual observations, the reported complaint for "shaft tip shrink tubing detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 black insulation sleeve (shaft tip shrink tubing) fell off during harvesting. The piece was retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.